Event description:
In 2008, the sales representative reported that during a kit inspection, the screw extender sleeve was noted to be broken. There was no patient contact associated with the event. The malfunction has resulted in an adverse event in the past.

Manufacturer narrative:
Event did not occur during surgery. Product is an instrument and is not implantable. Evaluation is pending.